Manufacturer narrative:
Incident three of three the product was not returned for evaluation. There are several potential root causes identified by nortech, including: positioning and placement of pads, failure to routinely monitor patient and pad placement, or excess pressure at the application area. There were three units previously returned to nortech in 2022 due to patient burns. At this time, there is no trend for the reported issue. Complaints are tracked and trended on a monthly basis to identify any emerging trends and need for corrective actions. At this time, given the unit was not evaluated by manufacturer and continues to be in use by the end-user, a root cause was not identified, and no corrective actions were implemented. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint comp-ghc-24-00245. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury. H3 other text : device not returned

Event description:
Incident three of three patients have burns located on the lower back area. The wound care team managed the burns on these patients. Biomed team at the facility has inspected the patient warmers to see if there are any faults and the results are none (nothing is wrong with the machines). No calibration errors shown, or calibration needed.

Manufacturer narrative:
Incident three of three the product was not returned for evaluation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.